Manufacturer narrative:
(B)(4). The covidien service engineer inspected the device and found a diagnostic code recorded in the memory log that was relevant to the reported malfunction. The se was not able to recreate the reported malfunction. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated an alarm and was inoperative. The ventilator was not connected to a patient when the malfunction occurred.